Event description:
This is filed to report the mitraclip detaching from the anterior leaflet, resulting in tissue damage and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A xtw (21216r1070) was implanted on a2-p2, and a second xtw (30124r1064) was implanted on a1-p1, reducing mr to grade 1-2. There were no reported device issues. The next day (B)(6) 2023, both clips detached from the anterior leaflet (single leaflet device attachment (slda)), causing tissue damage and recurrent mr grade 4. The patient remained hospitalized for an additional 24 hours. No additional intervention was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported recurrent mitral regurgitation, and the reported unspecified tissue injury associated with the leaflet damage, were due to the slda. The cause of the reported incomplete coaptation associated with the slda could not be determined. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip referenced in b5 was filed under a separate medwatch report number.